Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s device was non-functional. When asked, the caller indicated they didn¿t now any additional details. It was reviewed that an MRI was only recommended of the head/brain and if the patient couldn¿t turn their stimulation off they should follow up with their managing healthcare provider to address the issue. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they were voiding at most 70-100 mls per day and it dwindled to 0. When asked for clarification and circumstances leading to the issue, the patient responded that the programmer appeared to be functioning and ¿how would I know about the implant?" How would I know¿. All programs were tired. As steps taken to resolve the issue, the patient was advised to keep a calendar of their output. The declined to do this when they learned ¿success¿ was based on 50% voiding naturally. There were no further complications reported or anticipated.